Event description:
Customer reported abo mistypes on the galileo on 2 plates of patient samples. Customer stated that the plates had error flags, but the results were interpreted results as valid.

Manufacturer narrative:
Upon retrieval of the instrument images, file version information of dat files was verfied. The most current version was not loaded onto the instrument. The correct verson of the dat file was uploaded to the customer's instrument and verified. The currect version of the dat file prevents results from being reported when the instrument flags the results with a "no dive out level detected". In reviewing the plate images, it was noted that anti-a was not pipetted into the wells which resulted in the unexpected negative reactions seen in several of the wells. It is possible there were bubbles in the vial or pipettor lines causing no reagent to be pipetted into the wells.